Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 4.00 x 8 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 75.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 4.00 x 8 synergy drug-eluting stent was selected for use. However, it was noted that the hypotube broke into parts. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occured. The target lesion was located in the right coronary artery. A 4.00 x 8 synergy drug-eluting stent was selected for use. However, it was noted that the hypotube broke into parts. No patient complications were reported and the patient's status was stable.